Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On 03/feb/2026 it was reported that the stoma showed signs of infection for 15 days with redness and suppuration. An unknown antibiotic ointment was applied, but due to no improvement, a stoma culture was performed. Washes of saline solution and chlorhexidine were conducted. On (B)(6) 2026, it was reported the stoma continued to suppurate. The culture was positive for staphylococcus aureus. Patient was on oral antibiotic septrin for 7 days. Due to no improvement, topical mupirocin was prescribed for 7 days. After a week with mupirocin, the patient was prescribed topical corticosteroids since there was still slight suppuration. On 14/may/2026, it was reported the stoma looks better, although it continues to suppurate. A repeat culture tested positive for unknown bacteria. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number: (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.